Event description:
It was reported that a patient underwent balloon kyphoplasty at l1 and during the procedure, the balloon reportedly "leaked" during inflation. Pressure in balloon prior to rupture was reported as 200 psi and no fragments of the balloon were left in the patient. The surgery was completed sucessfully and the patient status was reported as "good".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.